Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have a frayed grip cable at the distal end. The instrument have charring and localized melting at the yaw pulley. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: user did not observe thermal damage on reported 8mm maryland bipolar forceps instrument. No arcing event was observed. Patient did not experience any injury or adverse event during or after the surgical procedure. The instrument was not working and had a defective wire.

Event description:
Refer to h11 for follow-up information.